Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. Additional information received that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.

Event description:
It was reported that the patient underwent revision procedure due to an unknown reason.